Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3889-28, lot# va15xm7, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient's implantable neurostimulator (ins) and lead were explanted on (B)(6 )2016 due to infection. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.